Event description:
This is a spontaneous case report received from a consumer in united states on 19-may-2014 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced one tube from the first procedure did not take and was redone, one fallopian tube having two coils inserted, lot of pain in her pelvis, stomach inflammation, lots of rashes, headaches, bloating, back pain, and possible nickel allergy. Follow up information received on 23 and on 29-may-2014: height and weight added. Patient has no previous gynecological problems or procedures. No relevant medical history or concurrent conditions. Reporter information updated. One essure was inserted in (B)(6) 2013 and one was placed in the end of (B)(6) 2013. Essure was not inserted after a pregnancy. Patient used birth control pills before total occlusion confirmation test. The hysterosalpingogram was performed in (B)(6) 2013 and showed one side was still open. Her symptoms started last year, after the second essure was placed. She also experienced hair falling out, stomach swelling, gaining weight, she used to weigh less than 140lbs but now weighs (B)(6) lbs. She is having pelvic pain all the time on her right side and it is like her side is burning during exercise. Stated that she cannot sit for a long time and that it is interfering with her work. Her blood test was normal as well as pelvic ultrasound. Her doctor said that maybe this is an allergy to essure. She took pain killers to treat some of those events. Essure was not removed. Patient believes that essure caused her these conditions because the problems are getting worse after the second essure was placed. Correction performed on 01-jun-2014 regarding follow up information received on 29-may-2014: first essure insertion was performed in (B)(6) 2013 (previously reported as (B)(6) 2013). No new information was provided. Follow up 05-jun-2014: no response from the consumer after follow up attempts. No new information was provided. Case closed. Follow-up received on 08-jul-2014. New reporter was added and the case is medically confirmed now. There was no evidence of infection and no pathology reported. She had not undergone cervical conization, d&c, myomectomy, adnexal surgery or other interventions. According to the physician, a minimal dilatation was required, the uterus was not sounded and propofol anesthetic was used during insertion procedure. The insertion on left side was very easy, but there was some resistance on the right which was overcome with gentle pressure. The visualization of the tubal on both sides was easy. Fluid loss was minimal (less than 500ml) and the procedure took less than 10 minutes (possibly closer to 8 minutes).the final result was satisfactory and symmetric. After insertion and before confirmation of tubal occlusion, sprintec oral contraceptive was used. On (B)(6) 2013, hysterosalpingogram was performed and showed occlusion in the left fallopian tube, but patency on the right. The micro-insert was seen to be somewhat distal with the proximal extent not extending into the uterine cavity. On (B)(6) 2013, in view of the failure of the right side, a new essure insertion was done (right side) with lot number cs0002f. Three visible coils were seen and the insertion occurred without significant resistance or difficult. On (B)(6) 2014 hysterosalpingogram was done again and showed complete occlusion of both sides; 2 micro-inserts were identified on the right side as expected. No perforation was evident in either of the hysteroscopies. Patient continued to complain pf pelvic pain, total body itching, right flank pain, lower abdominal pressure, bloating, headaches, hair loss, weight gain and lower back pain. She was not hospitalized. According to the physician, it was unclear whether or not the patient had a nickel allergy, but the allegation was a contributing factor to the issues or symptoms that she experienced. She has been in good health. The patient was convinced that all events, which were apparently new since insertion, were related to essure. The patient would like to have essure devices removed. Follow-up received on 27-may-2015: after a company internal review, case was not considered medically confirmed. Consumer, who is not pregnant, reported that she had bilateral essure and fallopian tubes removed by laparoscopic surgery on (B)(6) 2014. All of the symptoms she had have since disappeared. She would like legal compensation for expenses incurred in placement and removal of essure. Essure removal method: laparoscopy. The product technical complaint (ptc) investigation and final assessment were received on 04-jun-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a usability issue. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and at control hysterosalpingogram (hsg) the micro-insert at right side was seen to be somewhat distal with the proximal extent not extending into the uterine cavity (regarded as device dislocation). Physician decided to perform a new procedure and placed 2 inserts in right fallopian tube. The consumer started experiencing a lot of pain in her pelvis (on her right side), which recovered with devices removal by laparoscopy. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy . In this case, consumer's symptoms started after the second essure procedure; when physician placed two inserts in the same fallopian tube. This may have been a contributory role in the reported pain and since this event recovered with devices removal; causality with essure cannot be excluded. This case was initially regarded as non-incident; however upon receipt of follow-up information it was upgraded to incident due to essure removal by surgery. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.